Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure using the subject device, the front panel was not displayed. The user cycled the power of the subject device, then the subject device functioned correctly, and the user completed the procedure with the subject device. During incoming inspection in olympus (B)(4), (B)(4) found out that the subject device turned off sometimes, and made beep sound and the one segment of the led unit was not displayed. (B)(4) found also the failure of the electrical circuit board, and the front panel. There was no report of patient injury associated with this event.